Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/1.5/071 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 , the lens was exchanged for a shorter length lens due to excessive vault. Cause of the event is unknown. The problem was resolved.